Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 1 other complaint in the reported lot number. (B)(4).

Event description:
A facility representative reported a patient with blurry vision following intraocular lens implant. A lens exchange was performed eight months later. Additional information is requested.